Manufacturer narrative:
The customer reports that the screen is completely dark but is still on and the buttons still work. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter was replaced which corrected the reported issue. When the device was received it was noted there was a deep, long scratch on the touch screen. The touch screen was replaced. The device was tested and all steps on the maintenance check sheet from the service manual were completed. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the screen is completely dark but is still on and the buttons still work.